Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from november 6, 2014 to november 7, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection did not reveal evidence of a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from its fill port during filling. There was no patient involvement. No additional information is available.